Manufacturer narrative:
B5: it was reported that the patient did not experienced peritonitis, however, the patient experienced a physical deconditioning event. Based on additional information received, a baxter pd disposable was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow up, it was reported that pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain. The cause of the peritonitis was not reported. It was reported the patient "visited the hospital"; however, the patient was not admitted for the event. The patient received "unspecified treatment for the event. At the time of this report, the patient outcome was not reported. Action with pd therapy was not reported. No additional information is available.